Manufacturer narrative:
A f/u report will be submitted should any add'l info become available.

Event description:
It was reported by service report that the stretcher broke and the pt almost fell off. Staff members were present and caught the pt, preventing the fall. No further details have been provided.